Manufacturer narrative:
Image files for the testing performed on (B)(4) 2011, were reviewed. Test wells on all three plates appeared to have irregular button formation. Repeat testing was performed on (B)(6) 2011 and the expected negative results were obtained. Unable to rule out air in tubing. A field service engineer performed the unexpected reaction checklist. The camera reader failed the reader perform check for reference value. The camera reader lamp was replaced. Probes were adjusted to ensure proper lld and dispensing function. Qc testing was performed. The instrument is operating according to specifications.

Event description:
A customer reported unexpected positive reactions with the anti-d (monoclonal blend) series 4 and series 5 reagents on galileo instrument 10092.